Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, the device firing could not be performed. Reload was replaced to resolve the issue. No patient injury.